Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level range (189-305 mg/dl) the customer would take bolus to stabilize bg level. Troubleshooting with tandem technical support (cts), could not be performed as the contact stated the customer was at work and the pump was not available at the time of the call. The contact stated the customer may have seen blood at the infusion set site earlier when changing infusion set. However, it was not confirmed. The contact declined cts follow up with the customer.